Manufacturer narrative:
(B)(4). Event date 05/27/2025 was used as there was no specific date provided for the event that occurred, "a few years ago". H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
The complaint states that "alert/notification settings" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 06/11/2025. It was reported that the patient was hospitalized due to an unspecified event. The patient stated the event happened a few years ago. At the time of the event that lead to hospitalization the patient was not wearing a dexcom sensor. The patient lost conscious, but no further information was provided regarding the event. The patient stated that dexcom contributed to the hospitalization as the last sensor that the patient was using at that time was not working, which left the patient without any sensors. There was no specific malfunction reported from that sensor. It was not known how much time passed between the malfunction of the last sensor, and the onset of symptoms. At the time of the report the patient was stable. No other details were documented and multiple attempts to contact the patient for more information were unsuccessful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.